Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip device is filed under a separate medwatch report number.

Event description:
This will be filed to report after clip implantation, the clip had movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0705-xtw, 10920r121) was advanced to the mitral valve and the xtw clip was implanted. A second cds (cds0705-xt, 10510r121) was advanced, and an attempt was made to place the second xt clip medial to the first clip, but mr did not decrease, and the mean pressure gradient increased to 8 mmhg. The clip was repositioned many times, but a good result could not be achieved, it was thought because the first clip had movement and twisted the valve, but remained stable on both leaflets. However, when trying to position the clip in the left ventricle, a chordal rupture occurred, and mr increased. The xt clip was not implanted and the pressure gradient returned to baseline of 2mmhg. A third cds (cds0705-nt, 10324r205) was advanced, and the nt clip was implanted laterally to treat the tissue damage created, but mr remained at 4. The patient had mitral valve replacement on (B)(6) 2021 and is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, a cause for the reported partial clip movement cannot be determined. The mitral regurgitation (mr) appears to be related to the clip movement. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.